Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device photo evaluation: visual analysis of the photographs identified: yellow particle material on the shell; voids; deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: late repeat seroma.

Event description:
Physician reported "late repeat seroma" related to the left side. Device has been explanted.